Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as sore/raw spot where the clasps sit. The psr who visited the patient described the area as an open wound under the patient skin fold that the top of the garment was rubbing. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s caregiver has been applying neosporin for the skin irritation. Follow up indicated that the skin irritation improved.